Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 01-mar-2024. The most recent information was received on 08-mar-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("back pain") in a 47 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. In 2019 she experienced back pain (seriousness criterion medically important), pain in extremity ("severe pain in the arches of my feet"), musculoskeletal stiffness ("stiffness in my feet and ankle") and joint stiffness ("stiffness in my feet and ankle"). The patient was treated with analgesics, antipruritics, astringents and anti-inflammatory agents as well as surgery (foot surgery). Essure treatment was not changed. At the time of the report, none of the events had resolved. The reporter considered back pain, joint stiffness, musculoskeletal stiffness and pain in extremity to be related to essure administration. The reporter commented: several symptoms have been accumulating for me since 2019, all of which have one thing in common: no cause explaining them and occurring after essure insertion. I would like to have these essure inserts removed as a precaution, because I cannot go on like this. Treated since 2020 / 2021 with infiltrations, physiotherapy, several pairs of orthopaedic insoles, exercises and stretching done every day at home. Surgery (lengthening) of the arch and gastrocnemius on the left in (B)(6) 2022 to test the last solution since the pain could not be explained, then rehabilitation with a physiotherapist for several months. Improvement then relapse since the end of 2022. This affects the tops of my feet, my ankles and my calves. Nothing has treated or resolved the problem, which remains ¿unexplainable¿, apart from the analgesics that provide relief. I currently cannot stand for several hours at a time. If I walk, I have to make up for it with anti-inflammatory drugs for a few days. As soon as I sit down, and I have ¿cooled down¿, standingup is very painful. I have to hold myself to put weight on my feet. I am a shopkeeper, and I cannot. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 72 kg. [Computerised tomogram abdomen] on (B)(6) 2013: excerpt abdominal imaging without contrast, lying down: indication: follow-up of essure devices. - result: the device is in place [computerised tomogram thorax] on (B)(6) 2022: excerpt from the chest computed tomography scan report indication: screening for bronchial dilatation. Bronchial congestion in position conclusion: examination with no remarkable findings [investigation] on (B)(6) 2021: excerpt from the surgical report of (B)(6) 2021 of calf lengthening + plantar aponeurosis procedure on the left. Incision centred toward the flexion crease of the knee at the popliteal fossa. Dissection. Incision of the superficial aponeurosis. Gain of approximately fifteen degrees in dorsiflexion to be obtained, with the knee straight. First approach at the plantar skin junction with the dorsal skin, directly above the internal malleolus. Section of the fatty tissue up to where it touched the plantar aponeurosis at its calcaneal insertion. An aponeurotomy performed with muscle disinsertion at the sole of the foot, enabling complete internal and external release. Release and neurolysis of the internal plantar nerve quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 08-mar-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4) on 01-mar-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("back pain") in a 47 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. In 2019 she experienced back pain (seriousness criterion medically important), pain in extremity ("severe pain in the arches of my feet"), musculoskeletal stiffness ("stiffness in my feet and ankle") and joint stiffness ("stiffness in my feet and ankle"). The patient was treated with surgery (foot surgery). Essure treatment was not changed. At the time of the report, none of the events had resolved. The reporter considered back pain, joint stiffness, musculoskeletal stiffness and pain in extremity to be related to essure administration. The reporter commented: several symptoms have been accumulating for me since 2019, all of which have one thing in common: no cause explaining them and occurring after essure insertion. I would like to have these essure inserts removed as a precaution, because I cannot go on like this. Treated since 2020 / 2021 with infiltrations, physiotherapy, several pairs of orthopaedic insoles, exercises and stretching done every day at home. Surgery (lengthening) of the arch and gastrocnemius on the left in october 2022 to test the last solution since the pain could not be explained, then rehabilitation with a physiotherapist for several months. Improvement then relapse since the end of 2022. This affects the tops of my feet, my ankles and my calves. Nothing has treated or resolved the problem, which remains ¿unexplainable¿, apart from the analgesics that provide relief. I currently cannot stand for several hours at a time. If I walk, I have to make up for it with anti-inflammatory drugs for a few days. As soon as I sit down, and I have ¿cooled down¿, standingup is very painful. I have to hold myself to put weight on my feet. I am a shopkeeper, and I cannot. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 72 kg. [Computerised tomogram abdomen] on 15-mar-2013: excerpt abdominal imaging without contrast, lying down: indication: follow-up of essure devices. - result: the device is in place [computerised tomogram thorax] on 19-aug-2022: excerpt from the chest computed tomography scan report indication: screening for bronchial dilatation. Bronchial congestion in position conclusion: examination with no remarkable findings [investigation] on 06-oct-2021: excerpt from the surgical report of (B)(6) 2021 of calf lengthening + plantar aponeurosis procedure on the left. Incision centred toward the flexion crease of the knee at the popliteal fossa. Dissection. Incision of the superficial aponeurosis. Gain of approximately fifteen degrees in dorsiflexion to be obtained, with the knee straight. First approach at the plantar skin junction with the dorsal skin, directly above the internal malleolus. Section of the fatty tissue up to where it touched the plantar aponeurosis at its calcaneal insertion. An aponeurotomy performed with muscle disinsertion at the sole of the foot, enabling complete internal and external release. Release and neurolysis of the internal plantar nerve based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.